Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b8 (other relevant history), h6 (type of investigation). Keeping UDI partial in emdr (B)(6) as serial number is unavailable.

Manufacturer narrative:
Verified tubing integrity and connections; no blood or discoloration noted. Guided nurse through troubleshooting and performing an iab fill, which resolved the alarm and therapy resumed.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. Corrected fields - h6 (component codes).